Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's sus voluntary event report from the FDA which states, "the patient was noted by a family member to be bleeding from her IV. The IV was assessed and the tubing was still luer-locked onto the IV but had broken off at the luer lock hub. The patient had been sleeping prior to and at the time this was noted, so the breakage was not due to patient movement /activity." There was no patient harm.